Event description:
Caller reported compact plus blood glucose results of 555 mg/dl and 224 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
This is a non-us adverse event. The event occurred in (B)(6). Contact indicated her daughter tried to remove a tampon she had inserted due to issues with comfort. Upon removal of the tampon, the tampon tip came apart and remained inside her daughter.